Event description:
As reported by the 15th annual conference of the society of interventional cardiology, this patient presented to cath and was treated with an unidentified cypher stent. After an unidentified period following the procedure, the stent showed delayed stent fracture and restenosis by plaque. Please note that this product, (lot no. Unknown) is not distributed in the united states. However, it is similar to the united states distributed. This product is also not available for testing and evaluation. Additional information has been requested and will be submitted within 30 days upon receipt.